Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced low blood glucose and their insulin pump was damaged. The customer¿s blood glucose level was 2.7 mmol/l. The customer treated with sweet drink and carbohydrates. The customer states had noticed a crack around the reservoir compartment. Troubleshooting was performed for damage and noticed cracked near reservoir compartment and have to screw a little bit harder each time. The customer declined to troubleshoot for low blood glucose. Advised to discontinue use of the pump and revert to a back-up plan. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip, unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to completely broken reservoir tube lip.